Event description:
It was reported that high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. Additionally, noise, oversensing, and inappropriate mode switching were observed on the right atrial (ra) lead. The electrical anomalies on the ra lead were suspected to be due to lead damage. This was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.